Manufacturer narrative:
(B)(4). Date sent 10/21/2024. D4 batch #993c47. B3: only event year known: 2024. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with the anvil and closure trigger in the close position and with a reload loaded on the device. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 993c47, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, c9e623, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopy procedure the stapler did not fire during a laparoscopic kidney-left. The case was completed using another stapling device. No patient consequence was reported.